Event description:
Patient reported "breasts have encapsulated and display a waterfall effect. Over the years I have had pain in my breast" and "small cysts were confirmed at the ultrasound and I was verbally informed by the sonographer that one wall of the implant had ruptured." This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "breasts have encapsulated and display a waterfall effect. Over the years I have had pain in my breast" and "small cysts were confirmed at the ultrasound and I was verbally informed by the sonographer that one wall of the implant had ruptured." Later hcp reported "pain and capsular contracture baker grade lv worsening over the years following breast implantation. Breast shape changing. Impossible to lie on front" this relates to the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Patient reported "breasts have encapsulated and display a waterfall effect. Over the years I have had pain in my breast" and "small cysts were confirmed at the ultrasound and I was verbally informed by the sonographer that one wall of the implant had ruptured." Later hcp reported "pain and capsular contracture baker grade lv worsening over the years following breast implantation. Breast shape changing. Impossible to lie on front" this relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as surgical damage. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ bleeding: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.